Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming causing the patient to perform a controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott labs. The driveline was disconnected on (B)(6) 2022 at 14:45:53. No notable alarms were active prior to the driveline being disconnected. The controller was not shut down until 20:35:54 on (B)(6) 2022. The silence alarm button was intermittently pressed several times between the period of the driveline being disconnected and the controller being shut down. There were no notable alarms active in the log file that would indicate an issue with the system controller. The heartmate 3 system controller was functionally tested and supported a mock loop without any issues or alarms activating. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 07sep2021. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook (rev. G) and heartmate iii instructions for use (IFU) (rev. G) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. The heartmate 3 instructions for use (rev. G) section 2 entitled "systems operations" and the heartmate 3 patient handbook (rev. G) section 2 entitled ¿how your heart pump works¿ instruct users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Additionally, the heartmate 3 patient handbook section 1 entitled "introduction" states that the backup battery will not start the pump without external power applied to the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called a family member on the afternoon of (B)(6) 2022 complaining about shortness of breath and while on the phone the family member noticed an ongoing alarm coming from the system controller. Emergency medical services were contacted at 3:16 pm and the patient was found dead at home around 4 pm with an alarming system controller next to them. Both primary and secondary system controllers were returned to the ventricular assist device (vad) center on (B)(6) 2022. Log file analysis revealed that the modular cable was disconnected from the primary controller on (B)(6) 2022 at 2:45 pm which resulted in a pump stop. The mod cable was connected to the secondary controller on (B)(6) 2022 at 3:01 pm. The pump did not restart as no external power was connected to the secondary controller. The mod cable was disconnected again from the secondary controller at 3:19 pm. The pump remained off. Related pump MFR #: 2916596-2022-14564. Related controller MFR #: 2916596-2022-14603.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.